Event description:
This patient was presented to the interventional lab for a stenting procedure of the subclavian vein. The vessel was described as heavily calcified and moderately tortuous with an 80% stenosis. There is no patient information available. The information states that the physician approached from the brachial vein, and dilated the lesion. When the physician placed the balloon at the lesion and attempted to apply pressure with an indeflator the balloon ruptured at just below the rated burst pressure (rpb). There is no information as to what size sheath was used in the procedure, if there was any difficulty accessing the lesion with a guidewire, or how the procedure was completed. There was no reported injury to the patient.